Event description:
Additional information was received that product analysis was completed for the serial cable. Visual analysis was able to verify that the outer insulation of the serial cable had been damaged. The cause for the damage is associated with mishandling of the device. No functional anomalies associated with the serial cable were noted during testing using a known good handheld and ac adapter. The serial cable performed according to functional specifications.

Event description:
It was reported that the serial cable for the neurologist¿s handheld device was frayed. The frayed serial cable has been returned to the manufacturer where analysis is currently underway.